Manufacturer narrative:
(B)(4). The complainant indicated that the device is disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling procedure on (B)(6) 2016. According to the complainant, during the procedure while inside the patient, the mesh carrier would not deploy off the trocar. The procedure was completed using another solyx sis system. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.